Manufacturer narrative:
(B)(4). Date of event: publication year of 2006. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: stapled transanal rectal resection (starr): a new option in the treatment of obstructive defecation syndrome. Author/s: a. Ommer, k. Albrecht ,f. Wenger , m. K. Walz. Citation: langenbecks arch surg (2006); 391: 32¿37. Doi 10.1007/s00423-005-0004-6. The aim of this prospective study was to show the results of the new procedure stapled transanal¿rectal resection (starr). Within the scope of a prospective study, from january 2003 to june 2005, 14 consecutive patients (2 male and 12 female; mean age 53±12 years; age range: 28¿74 years) underwent stapled transanal rectal resection of the rectal wall. The operative technique in all cases was a modification of the stapled hemorrhoidopexy based on the longo procedure using pph01 (ethicon). Reported complications included secondary hemorrhage from the staple row (n-2) which could be controlled by direct transanal suture under general anesthesia, small and asymptomatic dehiscence of the ventral stapler row (n-1) which healed up without sequence, severe anal pain (n-1) which spontaneously ceased after 4 weeks, pain on operation day (n-?) In which five patients needed analgetic drugs such as morphine, and another four patients had to be given metamizole, pain on postoperative day 1 and day 2 (n-?) In which patients only needed mild analgesia (metamizole), diverticulosis and abdominal pain (n-1) in which the patient underwent sigmoid resection, urge incontinence (n-3), deterioration of preoperative normal continence (n-2), and new symptoms of liquid secretion (n-1). In conclusion, starr is an effective therapy for obstructive defecation disorder due to a symptomatic rectocele and/or a distal intussusception.